Event description:
Patient was revised to address cup loosening. Doi 2 yrs ago - dor (B)(6) 2010. (B)(6) 2012 litigation papers state: patient suffered from injuries of a permanent, last and painful nature as a direct and proximate result of the asr systems failure. Furthermore, patients ability to perform normal and enjoy regular activities has been impaired as a result of the asrs systems failure.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.